Event description:
The ortho summit sample handling sys instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. Fse replaced the pole cable # 2, lld spring, plunger clamp, tip clamp and tube lifter. The volume verification was successfully performed. The instrument was tested without further problem and was returned to expected operation.